Event description:
Event description guidant received information that this implantable lead displayed an increase in impedance. During a procedure to investigate, it was noted the header of the device was not fixed on the body of the device. The device was exlanted and will be returned for analysis. The lead remains in service, and a new device was placed with success.